Event description:
In (B)(6) 2007, a monarc sling was implanted with the ''intention of treating...stress urinary incontinence.'' Reportedly, the pt has ''suffered serious bodily injuries, including, but not limited to, erosion of her internal bodily tissue, continual bladder and urethral infections and other injuries.'' In (B)(6) 2007, the pt ''began to experience vaginal erosion and sought medical attention.'' As a result of having the pelvic mesh implanted into her, the pt has allegedly suffered injuries including ''hardening...worsening dyspareunia, and recurrent incontinence.''

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.